Event description:
It was reported that the 9900 system had a power surge activated error message. The 9900 system was rebooted then had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended, and put back into svc.